Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed system error 345. The cause was identified to be a failing downstream thermistor, the downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.